Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise during atrial tachycardia response mode switch episodes. Testing of the system was able to reproduce noise on the right atrial (ra) channel. The ra threshold and impedance values were stable. The patient was reported to have had an ablation procedure approximately one month ago, however, there has been evidence of noise on the ra channel dating back a year. The ICD remains in service and there have been no adverse patient effects reported.